Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI#: no UDI number.

Event description:
It was reported that during the maintenance checkup, the engineer noticed the connector was tightened with the torque of 4.5n or smaller. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event methods, evaluation, and conclusion codes: updated device evaluation: a product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found no abnormality in the appearance of the main body. Functional testing found looseness of the patient outlet connector. Tightened the patient circuit connector with a force of 4.5 nm and device passed all functional testing. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The root cause of the reported issue was found to be a design issue.